Event description:
Customer obtained results of lo (less than 10 mg/dl) and 131mg/dl on accu-chek compact plus system. Customer reports additional comparison with results of 231mg/dl and lo on accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested